Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and pt death occurred. Fifteen mos post the original placement of the unk size taxus express2 drug eluting stent, the pt went to the hosp urgently. An angiogram found the left anterior descending (lad) artery was completely occluded and the unk size taxus express2 drug eluting stent had thrombosed. The lad was ballooned, (with an unk size and make), and another (unk size and make) stent was placed within the original taxus stent. Distal to the stent the vessel was still occluded, so another (unk size and make) stent was placed distal to the other two stents and the vessel looked open. The pt died post procedure (unk date and cause of death). Add'l info has been requested, but has not been provided.